Event description:
It was reported that a balloon rupture occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k): k111295, k162350.